Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, a cook tracer metro direct wire guide was used with a cook hercules 3 stage wireguided balloon for sphincteroplasty of the ampulla. The pre-loaded wire guide was taken out of the balloon. A pre-existing cook tracer metro direct wire guide, already in the bile duct, was then back loaded into the balloon device. Sphincteroplasty was performed. The cook metro direct wire guide came out of the bile duct (lost ductal access). The procedure was finished using an extraction basket. A section of the device did not remain inside of the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. According to the report the hercules 3 stage wireguided esophageal-pyloric-colonic balloon was used in the ampulla for sphincteroplasty during this procedure. The instructions for use for the hercules balloon state, "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon. Do not use this device for anything other than the intended use. "The use of the hercules balloon for sphincteroplasty, is outside of the intended use. The instructions for use for the tracer metro direct wire guide states, "note: for best results, wire guide should be kept wet, if applicable. Fluoroscopically monitor wire guide advancement into the ductal system" following these instructions will facilitate maintaining wire guide position. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.